Event description:
Needle tip broke in the field. Name; needles style mayo 11/2 taper. Ref: 216706. Scrub nurse informed circulator. Two pieces (1 needle) recovered and accounted for. Removed from field.